Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage was 2.81 v as of (B)(6) 2010. With ramware version 8 installed as of (B)(6) 2010, eri (elective replacement indicator) is imminent at this voltage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device reached elective replacement indicator earlier than expected. Device is still in use. No patient complications have been reported as a result of this event.